Event description:
Customer reported a pt expired while being monitored by the v-series monitor and requested the company to evaluate the unit. Further, it was reported an issue was cvp measurement inaccurate.

Manufacturer narrative:
Company rep evaluated the unit and verified there were no problems found. There was no issue found with the cvp reading. Unit was safety tested to factory's and passed.